Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product unavailable for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported in (B) (6) 2006 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The lesion was described as concentric stenosis and tight stenosis lesion. The lesion was de novo. The target lesion was at the "efferent vein of the arteriovenous fistula (avf). The target vessel was non-tortuous without calcification and had a reference diameter was 6mm. The target lesion length was 9mm and 80% stenosis. Target lesion post-procedure stenosis was 0%. Data for the number of inflations, time and maximum inflation pressure was not provided. In (B) (6) 2006 three month follow up visit post procedure information states a re-intervention occurred due to restenosis. Date of new intervention was in (B) (6) 2006. Restenosis was treated using a peripheral cutting balloon. During the visit the patient vital status ¿alive.¿ in (B) (6) 2007 twelve month follow up visit found the subject alive, the target lesion remained patent and no adverse events or re-intervention were reported. The checking of blood pressure and flow during dialysis was performed.